Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.